Event description:
It was reported that during a coronary stent procedure in the proximal lad, difficulty was experienced removing the balloon catheter after deployment. After several attempts at inflation the balloon catheter was successfully removed. The physician feels the sox may have contributed to the removal difficulties. Pt status is listed as "okay".